Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system is exhibiting high, out-of-range (oor), shock lead impedance readings in both daily measurements and commanded testing. Iin clinic testing was done and the device was evaluated with various shock vectors. The rv coil to can configuration yielded a measurement of 106 ohms and rv coil to ra coil was 100 ohms. The shock vector was changed to the rv coil to can configuration and an x-ray was going to be done. Further information was received from the field representative that nothing additional was changed and that the patient would continue to be monitored. No adverse patient effects were reported.